Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of a false susceptible oxacillin result for staphylococcus aureus in association with the vitek® 2 ast-p625 test kit. Oxacillin (ox) gave susceptible mics = 0.5 and negative cefoxitin screen results, while alternate methods eiken dry plate six-192 and mrsa latex indicate an mrsa strain. Additionally, small colonies were observed in the zone of inhibition with the cefoxitin disc, and testing of these colonies by the customer resulted in resistant oxacillin mic >= 4 and positive cefoxitin screen results. Biomérieux investigation was conducted using the patient strain submitted by the customer. Organism identification to staphylococcus aureus was confirmed. Antimicrobial susceptibility testing (ast) included the following: vitek® 2 ast-p625 (customer lot and random lot, in duplicate). Agar dilution (ad), the reference method for oxacillin ox01n development. Cefoxitin disc diffusion, the reference method for cefoxitin screen development. Pbp2a for meca. Ast results: vitek® 2 ast-p625: oxacillin susceptible (mic = 0.5 or mic <=0.25) with negative cefoxitin screen. Agar dilution (ad): oxacillin mic = 0.5. Cefoxitin disc diffusion: positive (resistant) with a zone diameter of 20mm. Pbp2a: positive for the meca gene. The small colonies observed in the cefoxitin disc inhibition zone were tested. Two cards from the customer lot and two cards from the random lot all resulted in resistant oxacillin mics >=4 and positive cefoxitin screen. Agar dilution mic = 64 (resistant). The strain exhibits heterogeneous resistance based upon the colony type selected by the user.

Event description:
A customer from (B)(6) reported to biomérieux a false susceptible oxacillin for a staphylylcoccus aureus patient sample in association with the vitek® 2 ast-p625 test kit. The customer reported the vitek® 2 reported the strain as (B)(6), and testing with dpsix-192 reported (B)(6). The results were: vitek® 2: oxacillin 0.5 s, cfx screen neg; dpsix-192: oxacillin >= 4 r; (B)(6) -la(latex): pos. Disc: oxacillin and cefoxitin (both developed colonies in inhibition circle); when the customer tested colonies in inhibition circle by vitek® 2, oxacillin was >=4 r, cefoxitin screen was (B)(6). The customer reported the incorrect result was not reported to the physician and patient results or treatment was not impacted. There was a one day delay for reporting results. A biomérieux internal investigation will be initiated.